Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.037.017. Lot: 9734876c. Manufacturing site: bettlach. Release to warehouse date: july 8, 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. Nr-0037384 was listed for this lot number, this nc was related to a deviation of one measurement. The affected devices were reworked and a c was added to the lot number to identify the reworked devices. The final quality release criteria were met before this batch was released for distribution, therefore a relation to the complaint condition 'misalignment' can be excluded. Visual inspection: the blade/screw guide sleeve (p/n: 03.037.017, lot #: 9734876c) was returned and received at us customer quality (cq). Upon visual inspection, the received guide sleeve was observed with scratches, stripped threads, and missing the red alignment indicator epoxy. The missing epoxy was investigated under CAPA-005197 and does not require any additional investigation for this defect. No other issues were identified. Can the complaint be replicated with the returned device? Unable to perform. Functional test: a functional test was not performed on the returned device as the device was returned by itself, but the alleged device interaction issue was confirmed due to the observed stripped condition of the threads. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint-relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed: protection / guide sleeve. Complaint confirmed? Yes. Investigation conclusion the complaint condition was confirmed for the blade/screw guide sleeve (p/n: 03.037.017, lot #: 9734876c) as the guide sleeve was noted to be stripped which might have caused the complaint condition. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The root cause is determined to be unintended forces applied on the threads. The missing epoxy was investigated under CAPA. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event occurred on an unknown date in 2021. Reporter is a j&j employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent surgery with the tfna system. When the surgeon was attempting to insert the triple trocar sleeve for helical blade into the 125 degree aiming arm, the sleeve was unable to be advanced to the skin to make an incision. The procedure was completed using a new tray of tfna locking devices. There was a surgical delay of five (5) minutes. The procedure was successfully completed. Concomitant devices reported: unknown tfn nail (part# unknown; lot# unknown; quantity: 1); unknown aiming arm (part# unknown; lot# unknown; quantity: 2). This report is for one (1) blade/screw guide sleeve. This is report 1 of 1 for (B)(4).